Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered during tx complete - step 9 close all clamps of treatment. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from the inside the door. The patient did not believe fluid was leaking from the cassette. The cycler had prompted with a "notice: draining slowly" message and dl drain line is blocked message prior to the leak. The patient stated treatment was able to be completed after the drain bags were separated. The patient was advised to disregard using the cycler and to contact the on-call peritoneal dialysis registered nurse (pdrn) for advice on alternate treatment. The patient was advised to use the cycler the next day and to call if any issues were encountered. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered during tx complete - step 9 close all clamps of treatment. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from the inside the door. The patient did not believe fluid was leaking from the cassette. The cycler had prompted with a "notice: draining slowly" message and dl drain line is blocked message prior to the leak. The patient stated treatment was able to be completed after the drain bags were separated. The patient was advised to disregard using the cycler and to contact the on-call peritoneal dialysis registered nurse (pdrn) for advice on alternate treatment. The patient was advised to use the cycler the next day and to call if any issues were encountered. Additional information was requested but was not received to date.